Event description:
Additional information received reported the patient's device was removed due to lead migration and lack of efficacy.

Event description:
It was reported that the lead, which had been placed on the patient's right side, was in the process of being removed through gentle upward retraction after the surgeon had dissected down to the sacrum. After a portion of the lead came out the hcp dissected down again and repositioned the clamp on the lead. He again tied retracting with gentle upward traction, and the lead came out without the electrodes. After examining the area under fluoroscopy it was determined that the electrodes were still under the sacral plate and were unable to be removed. The procedure was completed with no further issue to the patient.

Manufacturer narrative:
(B)(4): lead model 3093-33, lot# v309454, implanted: 2009-(B)(6), explanted: unk; programmer model 3037, serial# (B)(4). This device is included in the educational brief sent (B)(6) 2010 regarding post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.

Manufacturer narrative:
(B)(4).